Event description:
As reported by the user facility: the pump consistently triggered an alarm for "upstream occlusion," despite there being no actual blockage. When the line was detached from the pump, it failed to flow by gravity. After replacing the line, the pump ceased to issue any alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.